Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Index surgery: (B)(6) 2001. Revision of hip components due to reported poly wear and osteolysis.